Manufacturer narrative:
The investigation confirmed that lower than expected vitros phyt results were obtained for two proficiency samples tested with vitros phyt slides on a vitros 5600 integrated system. The assignable cause of the event was user error due to inappropriate interpretation of an instrument wash error flag generated by the vitros 5600 instrument. An analyzer condition code occurred when the sample was initially run, and no phyt results were generated at that time. The vitros 5600 instrument operated as intended when the wash error flag was generated. The investigation found no evidence to suggest a malfunction of the vitros 5600 system.

Event description:
A customer observed lower than expected vitros phyt results for two proficiency samples tested with vitros phyt slides on a vitros 5600 integrated system. Ch-08 vitros phyt result: <3.0 g/ml vs expected 8.78 g/ml. Ch-10 vitros phyt result: <3.0 g/ml vs expected 14.45 g/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. No vitros phyt patient results had been questioned; however, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation initially concluded that the assignable cause of this event was user error due to inappropriate interpretation of an instrument wash error flag generated by the vitros 5600 instrument. Subsequent investigation for similar events determined the vitros calibrator kit lot 0954 in use at the time was not performing as expected. By design, the "we" condition codes occur when the magenta wash tolerance ratio (mwt) is outside the specified tolerance. Mwt is calibration lot and gen specific. The investigation determined the curve location for calibrator kit 0954 in relationship to the magenta wash tolerance is shifted lower than the other calibration kit lots, and as a result, it is more susceptible to "we" condition codes. The customers' inappropriate interpretation of an instrument wash error flag is still the assignable cause of the bias result obtained.

Event description:
This report corresponds to ortho clinical diagnostics inc. (B)(4).